Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient went to the gastroenterology department with the complaint of nausea and vomiting. An endoscopy showed a lesion in the duodenum. The peg-j was removed and discontinued for 2 months.

Event description:
An endoscopy was performed by the physician upon the complaint of nausea and vomiting experienced by the patient. As a result of the endoscopy, a lesion (mass) was detected in the duodenum of the patient. Duodopa was discontinued by the physician as a precaution against a possible complication. When the biopsy results were reported, if there was no obstacle to duodopa treatment, it was planned to start duodopa treatment again.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918.